Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic pyeloplasty. According to the reporter: during use some leakage seemed to happen. A crack in the housing part and also in the sealing part where the forceps are inserted. New one was opened to complete the case with no problem. No patient harm.